Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the mechanics of the device had insufficient/low power,and the device failed pre-test for check excessive noise. Therefore, the reported condition that the device was not working at all was confirmed. The assignable root cause of this condition was determined to be traced to environmental conditions. UDI ¿ (B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the air oscillator device had insufficient/low power, the motor was worn, and the device had cosmetic damage ¿ housing was worn. It was further determined that the device failed pretest for check starting behavior, check oscillation frequency, general condition, and check for excessive noise. It was noted in the service order that the device did not work at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.